Manufacturer narrative:
H3: device evaluation summary: one exhalation valve flow sensor (evq) was returned for further analysis. Visual inspection also showed the thermistor is bent or deformed. The bead of the thermistor, which is intended to read the temperature of the airflow, may no longer accurately read the temperature. Inaccurate temperature readings influence the measured flow rate by the evq. The probable root cause of this issue is user misuse; during handling, an object foreign to the evq (e.g. User¿s finger, brush) can find its way into the wetted path, where the thermistor is located, and cause damage. This issue is addressed in an internal investigation. The cause of the issue was isolated to faulty battery and evq. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation by the medtronic field service engineer who replaced the exhalation valve flow sensor (evq) and the battery. The unit passed testing and operated within the manufacturing specifications. A review of the ventilator memory logs confirmed that there was a intermittent shutdown/restart of the ventilator, verifying the customer's report. The replaced evq was returned for failure investigation. A supplemental medwatch report with the findings will be submitted once the investigation is complete. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the nurse that while in use on a patient and plugged in, the 980 ventilator stopped ventilating and shutdown. The patient was placed on an alternate ventilator without harm. Additionally it was noted, that after the initial event the primary battery was bad and the status display stated "re-install or replace exhalation valve flow sensor (evq)".